Manufacturer narrative:
Corrected data: upon further review, it was noted that patient date of birth was accidentally entered in the initial MDR report submitted as (B)(6) 1941, when correct date of birth should be (B)(6) 1941. Therefore, the information has been corrected in this supplemental MDR report and the field below has been updated accordingly: section a2: date of birth: (B)(6) 1941. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from the patient's left eye due to lens dislocation, but noted as not a product issue instead was described as blurry vision. This was replaced with a non-johnson and johnson iol. Patient outcome is good, visual acuity is better. No lens is coming back for evaluation. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect clinical code: 4581 (hs-device decentered or dislocated or tilted subluxated or wrong position : device dislocation). An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.